Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory section. D information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 04-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported their communicator will charge to green, but when they try to use it, it will not turn on. The patient confirmed the cord was not loose or wiggly, and there was no issue with the power button. When asked the event date, the patient stated they've been trying to call since (B)(6) later stated the communicator worked ¿thursday or friday with no issue at all,¿ and that it would not turn on on saturday. The patient later mentioned their dog knocked the communicator out of their hand ¿the other day,¿ so it was dropped, but confirmed it has not been wet. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. H3. Analysis of the communicator found that the device charging port holder was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.